Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to hypoxia after apnea. Per information provided, the device was working as expected for the whole time of support. The patient had apnea and hypoxia with a bad prognosis. Hospital and relatives of the patient decided to stop the therapy and the patient subsequently expired. No autopsy was performed and the device was not explanted. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020 due to hypoxia after apnea. The hospital staff and patient relatives decided to stop the therapy and the patient subsequently expired. The device was reportedly operating as expected. No autopsy was performed and the device was not explanted. No product available for investigation. The heartmate 3 lvas IFU lists death as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 11aug2020. No further information was provided. The manufacturer is closing the file on this event.